Event description:
It was reported that the patient presented in the hospital with pacemaker erosion. The pacemaker was explanted due to erosion. The patient was stable throughout the procedure.

Event description:
New information received indicated that the pacemaker was explanted due to infection and erosion.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The cause of infection could not be traced to the device.